Event description:
On (B)(6) 2012 the patient contacted animas and reported that the buttons on the keypad were no longer responding to presses. The patient allegedly wore pump on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responsive. There was evidence of contamination found under all key contacts.